Manufacturer narrative:
Product ID: 3888-33, serial# (B)(4), product type: lead. Product ID: 748925, se rial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s wires deteriorated in their body.